Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity." (B)(4). This report is number 2 of 2 mdrs filed for the same patient (reference 1822565-2017-00812 and 3002806535-2017-00094).

Event description:
Patient¿s hip was revised approximately 2 months post-implantation due to dislocation after a fall. During the procedure, the femoral head and acetabular liner were removed and replaced.